Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with cracks in the rear housing near the metal grounding plate. During analysis, the stated "air in line error" could not be duplicated. In the event log there is no record of "air in line" alarm with the air detector turned on. However, "service due" is recorded on every instance of power up of the pump which was confirmed in investigation. When the pump was run in user mode it operated as normal. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed an " air in line" alarm. There was no patient involvement.